Manufacturer narrative:
(B)(4). Evaluation summary: the device was received with approximately 40 ml of fluid in its bladder and with the slide clamp engaged on the tubing. A visual inspection was performed and revealed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was performed by disengaging the slide clamp from the tubing and observing the unit for flow issues; evidence of continuous flow was observed at the distal luer during this test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had no flow. The reporter stated that during infusion of ca-folinat the flow stopped and about 30%-60% of the volume infused into the patient. The patient completed therapy via other methods. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.